Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced persistent low flows and was admitted to the hospital on (B)(6) 2020. An echocardiogram and CT scan were performed. The physician suspected an outflow graft (ofg) kink. A redo operation was scheduled for (B)(6) 2020. The ofg kink was confirmed and the ofg was shortened. The procedure was successful and the patient displayed normal pump parameters post-operatively.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, the reported outflow graft kink could not be confirmed as no images were submitted for review and the pump was not returned for evaluation. According to the account, normal pump parameters were attained following an outflow graft revision. The submitted log files appeared to capture a gradual decrease in flow from 24jul2020 to 03aug2020. The estimated flow ultimately decreased below the low flow threshold on (B)(6) 2020, resulting in transient low flow alarms. The log files appeared to capture the pump operating as intended. The account reported that the patient was experiencing low flow alarms. The patient was admitted to the hospital on (B)(6) 2020 and an echocardiogram and computed tomography (CT) scan were performed which revealed a suspected outflow graft kink. The patient underwent an operation on (B)(6) 2020, and the surgeon reportedly confirmed the outflow graft kink. The outflow graft was shortened, and the patient¿s flow values reportedly returned to baseline. The patient was extubated, and the operation was reportedly successful. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.